Event description:
Reported as "after some adjustments the patient wasn't losing weight. The surgeon noticed a leak in the port. After the port removal he confirmed that the port tubing had broken about 4cm from the port tubing junction."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate no leakage at the access port or access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."